Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance to reset the pump, was able to continue using it, and was advised to contact support if the malfunction occurred again.